Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer (fse) was on-site and resolved the reported issue. The compressor was returned for clinical use after functional testing. The failing components were the compressor motor, hoses, and the control circuit board, these were replaced by the fse. None of these parts were returned. No logs were provided. The root cause of the reported issue has not been determined. Low pressure from compressor may lead to stop of ventilation if o2 is not connected to the ventilator.

Event description:
(B)(4).

Event description:
It was reported that the device generated unexpected low pressure in readings.there was no patient involvement. (B)(4).